Event description:
It was further reported that the site updated the ivus findings from stent asymmetry which was reported initially to stent under-expansion.

Event description:
(B) (6). It was reported that during a coronary artery drug eluting stenting treatment procedure the stent was asymmetrical in appearance. The index procedure treated a 4.25x15mm, 80% stenosis of the proximal circumflex. Treatment consisted of direct stenting with a 3.5x16mm taxus liberte stent resulting in 5% residual stenosis. Post stent deployment ivus (intravascular ultrasound) showed a stent asymmetry which was treated with post dilation using a non-compliant balloon. The patient was discharged three days post procedure on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).